Event description:
A post-operative x-ray reportedly confirmed that the electrode arrray of this pt's device was folded over in the cochlea. The surgeon explanted the device in 2006 and reimplanted a new device the same day.